Manufacturer narrative:
(B)(4) date sent to the FDA: 07/29/2016. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was any anomaly or deficiency of the needle noted prior to use?- no. Where was the needle grasped (middle, swage, tip) during the procedure?- 2/3. What is the surgeon opinion of contributing factors to needle breaking?- product quality. Were any x-rays taken to locate the needle piece?- yes. Which tissue was the needle located in? -superficial. What size (in mm) of the needle portion was found in the patient tissue?-40mm. Was additional tissue dissection indicated to remove the needle pieces?-no. What are the patient initials, age, date of birth, weight?- not shared . Do you have the other portion of the needle for evaluation in baddi?- yes, submitted. Do you have any samples from lot b5033 for baddi for evaluation?- no. What is the current condition of the patient?-doing fine.

Event description:
It was reported that the patient underwent an episiotomy repair procedure on (B)(6) 2016 and the suture was used. During closing a superficial layer at the end of episiotomy repair, the needle broke into two parts. The c-arm xray was used to locate the needle piece and the patient went under spinal anesthesia to remove the needle without additional dissection. Currently, the patient is doing fine.

Manufacturer narrative:
No used needle received with the pack. Retain sample has been taken for analysis. Needle retain sample tested and found within the required specification.